Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new patient admissions were not appearing in admitted. A technical support specialist, after reviewing the provided examples and consulting with a senior agent, confirmed that the system was receiving a08 messages, which are treated as updates and do not trigger admit/discharge actions on the medbank side by default. All patient messages received were a08 messages, with the initial one logged on 9/29 at 9:28 am utc (converted to 9:28 am est). The tss also explained the findings to the customer and proceeded with case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, new patient admission was not showing up in automated dispensing machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.